Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that during a spinal procedure, the head disconnected from the bone screw during locking cap insertion. The surgeon then prepared the bone screw with the reamer and clicked the head on the bone screw again. During the second insertion of the locking cap, the head popped off again. The surgeon then decided to use a normal 3d head, which reportedly worked well.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Product classifications: nkb, mnh, mni, kwq, kwp. Subject device has been received and is currently in the evaluation process. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the collet in the reduction head is slightly rotated and blocked within the head. The complained reduction head was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured according to the specifications and no abnormal findings were identified. A possible reason for the turning and blocking of the collet can be a conflict between an anatomical structure and the screw head during screw insertion or during the adjustment of screw head orientation.